Event description:
Information was received from the physician's office confirming the issue was resolved by the replacement cable. It was also stated that the error was received during interrogation of 2 vns patients. Product analysis was completed for the tablet serial cable. A disconnected wire connection was found in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's tablet was giving an "unable to open port" error message during interrogation of a vns patient. A hard reset was performed which did not resolve the issue. A new usb cable was provided to the physician which resolved the event. The faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.